Manufacturer narrative:
Product analysis:it was determined at analysis that the stylus contact with the screen would not control the cursor. The stylus was completely non-functional. A known good stylus, functioned as required. The stylus was replaced. There was a broken tab on the power cord door. The power cord bay was replaced. The hard drive was reconfigured, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had poor contact. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.